Event description:
It was reported from the united kingdom that during a surgical procedure involving the use of the coracoid block and coracoid pins the surgeon had a coracoid bone fracture of a patient while performing should surgery. While first fixating the block, it was noted that the stability of the coracoid block was not achieved, so they removed the pins and re-pinned the coracoid. The introduction of four pin holes into the bone caused a fracture of the bone, at that time it was decided to abandon use of the gps navigation. At the time of bone segmentation, it was noted by the surgeon that the patient had poor bone quality and would pose the risk of fracture. The rest of the surgery was carried out without using gps. The surgeon repaired the fractured coracoid bone at the end of the surgical procedure. The patient is recovering as expected at 7 days post op. The representative states that the use of the navigation system requires more exposure around the coracoid and to attach the coracoid tracker and the repair of the coracoid bone fracture required extra time spent in surgery of about 10 minutes. The patient was not adversely affected. There is no allegation of device problem or malfunction. Additional information has been requested, no additional information is provided. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00214.

Manufacturer narrative:
After further review of additional information received the following: date of event, date of report, event, relevant tests/laboratory data, other relevant history, date rec¿d by MFR, PMA/510k, and if follow-up, what type have been updated accordingly. In a review of the labeling it is a known that only qualified surgeons are to use these products who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. It is noted that if robust fixation is not achieved the first time pinning the coracoid block to the bone, it is not advised to attempt repining the block, creating additional holes in the bone. Based on review of all available information, there is no evidence to suggest that the reported event of coracoid bone fracture is related to any design or manufacturing issues. The most likely cause of the bone fracture is due to the patient underlying condition of poor bone quality and the surgical technique of a second attempt at block and pin use. This device is used for treatment, not diagnosis. Corrected data: type of reportable event, no device evaluation pending, labeled for single use, usage of device.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
The introduction of four pin holes into the bone caused a bone fracture.